Event description:
It was learned that an edwards bioprosthetic aortic valve, implanted approximately eleven (11) years and nine (9) months, was explanted due to severe aortic insufficiency, stenosis, and leaflet tear secondary to calcification. The device was replaced with another edwards 19mm pericardial valve with no further adverse events noted.

Manufacturer narrative:
Without return of the device (discarded by hospital), the clinical observation cannot be confirmed. It is possible that this patient's history of renal failure may have contributed to this event. Edwards will continue to review and monitor all events.